Event description:
During a coil embolization of an aneurysm of the pcom (3.25 x 4.19mm), the physician used the orbit mini complex fill 2x2 coil (637mf0202/15387964), but found the shape was not good. The device was withdrawn, and afterwards was used for the case, but found the coil was stretched during repositioning in the aneurysm. During repositioning, the coil was left in the aneurysm, while the mc was repositioned. The device was changed to another one to complete the procedure. After the coil stretched, the coil and delivery system was removed from the patient without any issues and loss of target site. The issue was not that the coil was too big for the aneurysm, but no further details were provided. During insertion or any other time, no resistance was met, and no additional force was utilized to advance or remove the coil/delivery system. Also, resistance did not cause the coil to stretch. There were no kinks in the mc that may have contributed to the event and a balloon or stent remodeling product was not used during the procedure. An adequate continuous flush was maintained through the ev3 echelon 10 (mc) microcatheter at all times, and after the event the same mc was used to complete the procedure. The mc was re-shaped prior to use with the shaping mandrel, steam and without any damages. Other than the reported event, no other damages were noticed with any other section of the device coil (detached, separated, fractured, etc), delivery system/introducer (kink, bend, fracture, separated, etc), and the coil remained attached the delivery system.

Manufacturer narrative:
The product was returned for analysis, but it has not been completed. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
During a coil embolization of a 3.25x4.19mm posterior communicating (pcom) artery aneurysm it was reported the shape of the orbit mini complex fill 2x2 coil (637mf0202/15387964) was not good and with repositioning, it was noted to be stretched. The device was removed from the patient without loss of microcatheter (mc) position with the coil still attached. The procedure was completed with another device without any patient injury. During repositioning, the coil was left in the aneurysm, while the mc was repositioned. The instructions for use cautions that repositioning the infusion catheter while the coil is deployed may lead to damage and/or premature detachment of the embolic coil. Resistance was not met during coil insertion or at any other time and did not contribute to the coil stretching. No additional force was utilized to advance, reposition, or withdraw the device. There were no kinks in the mc that may have contributed to the event and a balloon or stent remodeling product was not used during the procedure. An adequate continuous flush maintained through the ev3 echelon 10 mc at all times, and after the event the same mc was used to complete the procedure. The mc was re-shaped prior to use with the shaping mandrel, steam and without any damages. Other than the reported event, no other damages were noticed with any other section of the coil or delivery system. A non-sterile trufill orbit dcs was received coiled inside of a plastic bag. The hypotube presented several kinks on it. The introducer was received unzipped without damaged. The support coil, gripper and embolic coil were found outside of the introducer. The support coil and gripper were found without damage while the embolic coil was found stretched and it was still attached to the griper. An unknown microcatheter was received and presented several kinks along of it. Some waves were noted on the devices; however these appear to occur during the handling of the unit when it was returned for evaluation. The embolic coil was inspected under microscope and the stretched condition was confirmed. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported stretched coil was confirmed with analysis of the returned device. The cause of the kinks on the device and the stretched embolic coil could not be conclusively determined; however, with review of the analysis and device history records there is no indication of any relationship to the manufacturing process. Additionally inspections are in place to prevent this type of failure from leaving the facility. It is possible that aneurysm/vessel characteristics and the procedural factor of repositioning the microcatheter over the partially deployed coil, which the instructions for use cautions may lead to coil damage, may have contributed. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
A non-sterile trufill orbit dcs was received coiled inside of a plastic bag. The hypotube presented several kinks on it. The introducer was received unzipped without damaged. The support coil, gripper and embolic coil were found outside of the introducer. The support coil and gripper were found without damage while the embolic coil was found stretched and it was still attached to the griper. An unknown microcatheter was received and presented several kinks along of it. Some waves were noted on the devices; however, these appear to occur during the handling of the unit when it was returned for evaluation. The embolic coil was inspected under microscope and the stretched condition was confirmed. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failure reported by the costumer as "coil - unraveled/stretched" was confirmed during the analysis. The cause of the kinks found on the device and the embolic coil condition (stretched) could not be conclusively determined. Neither the analysis nor the DHR suggest that the failure reported could be related to the manufacturing process. Additionally inspections are in place that prevents these kinds of failures leaving from the facility. Therefore no corrective action will be taken at this time. Additional information will be submitted within 30 days of receipt.